Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the screen intermittently displayed "defib disabled" and "pacer fault 117" error messages. The complainant indicated that there was no patient involvement in the reported malfunction.